Event description:
Placed 9/6/97. Less than 24 hrs after placement, the site became red & swollen. Area was elevated and heat was used but was unsuccessful. Removed.

Manufacturer narrative:
The device history review showed nothing related to this incident & no complaints of similar nature.